Manufacturer narrative:
Device 4 of 6. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion sets cannula kinked event, one on 19-may-2024 and other five since 6-may-2024. The event occurred after 3 hours of infusion and the insertion site was at abdomen. All the infusion sets were in use for approximately 5 to 6 hours. The blood glucose level at the time of all eventss was 325 mg/dl and the patient resolved it with correction bolus via pump followed by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.